Manufacturer narrative:
Balloon folds were open and residue was visible in the balloon indicating that the device was previously inflated. During the analysis the device failed negative prep. Pressure was applied to the device and liquid was seen exiting the balloon, confirming the presence of a leak. A short longitudinal tear with lead in scratches on the proximal side was visible on the outside of a balloon fold over the distal inner shaft marker. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the physician was attempting to a sprinter otw balloon to pre-dilate a lesion in the mid lad, not calcified, not tortuous, less than 50% stenosis. It was reported that the device was removed from its packaging as per IFU and inspected with no issues noted. Negative prep was performed with no issues noted. No resistance was encountered or excessive force used during the attempted delivery. It was reported that during balloon angioplasty the device would only partially inflate. The device was not moved or re-positioned prior to the inflation difficulties. The same inflation device was used with other devices pre/post the inflation difficulties. Procedure was completed with three sprinter balloons. No patient injury reported. Analysis of returned device confirmed the presence of a leak.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.